Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in device history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failures alarm during self-test. Customer's blood glucose value was 80 mg/dl. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. The customer stated that the insulin pump was able to rewind. The customer states they run self-test and self-test did not pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be return for analysis.